Event description:
Rn was using 20g 3/4" lift-loc safety needle to access a port-a-cath. The rn placed the needle into the pt's port and began to flush with normal saline (per routine) and rn noticed that the tubing closest to the actual start of needle was leaking. The rn pulled this needle and replaced with new needle.